Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and no blood use were observed. There was no tissue buildup observed on the jaws. The device was evaluated for electrical function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to deliver energy for the complaint during our testing. The reported failure mode "failure to delivery energy" was unable to be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester tested hemo-pro on wet sponge before beginning and it worked fine. During the first part of the case it suddenly stopped working. I had them change out the vh4030 cord and still not working. I had them change generators and still not working. I had them open a new kit and we were able to finish case. There was obviously something wrong with the hemo-pro. Dr (B)(6) was the physician. Please send bio kits so I can return product. Please send a new vh3000 replacement to account.